Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 1) with multiple cartridges. Customer stated blood glucose level ranged from 79-201 (mg/dl). Customer would continue to use the pump for insulin therapy.